Manufacturer narrative:
The returned cannula had not "pulled out" of the hub, and passed tensile test for this component. The dr. Had "custom bent" the cannula. The syringe components also met dimensional specifications. There have been no similar reports on this lot.

Event description:
Surgeon reports he experienced a "needle pull-out" when using this product. No pt injury was reported.